Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cable was not correctly positioned. The field service engineer reconnected the cables, successfully resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system the entire drawer was malfunctioned and showed the message, "not detected on bus." The customer reported that the issue arose when a user attempted to dispense medication to a patient, resulting in delays in the dispensing process. There were no adverse events or injuries reported based on this incident.